Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that five days post implant, the patient implanted with this right ventricular (rv) lead presented due to feeling shock pains around their heart. Loss of capture at maximum output was observed. An x-ray was performed and it appeared the angle of the tip of the lead was had changed from implant. An invasive procedure was performed. Fluoroscopic evaluation was done and no evidence of a perforation was found. The helix was unable to retracted, therefore the body of the lead was rotated to removed the lead. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray showed inner coil was wavy from terminal toward mid-section of lead body. This was likely caused by the attempt to retract the helix. Laboratory testing was unable to reproduce the reported clinical observations.